Manufacturer narrative:
Should additional information become available a supplemental record will be filed. Back cane is bent. (Parent record: prid - (B)(6)).

Event description:
Wheel locks both right and left are not holding safe.